Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a loss of therapy and urinating all over. She was trying to adjust however, she was not sure if she was doing it correctly. Patient synched with patient programmer (pp) during the call and pp showed stim was off. Patient was instructed to turn stim on. Patient confirmed she was seeing lightning bold which confirmed that stim was on. Patient was advised to track results and increase stim as needed. Patient did not intend to follow up with any healthcare provider (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it had previously been working and worked for 2-3 or 3-4 days, but then no longer worked and they ended up going to the bathroom every 20 minutes; the patient could go 17x/day and had it had already been 6-7x on the day of the report. It was noted that the patient was not sedentary and ¿very ocd¿ and cleans constantly on ladders, etc.; the patient inquired about activities affecting symptoms. The patient programmer was confusing regarding how to use so the patient requested assistance using the patient programmer. At the time of the report, stimulation was on program 2 at 08.v; it was noted the patient had previously been on program 1. The patient increased from 0.8v to 1.2v and felt comfortable stimulation; it was noted 1.3v was too high. Stimulation sensation went away at the time of the report and it was noted the patient had not felt stimulation since implant until this point. The patient was advised to monitor their symptoms and follow-up with their healthcare provider (hcp); the patient had an appointment scheduled with their healthcare provider (hcp) on (B)(6) 2017. No further complications were reported/anticipated.